Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a left wolff-parkinson-white syndrome ablation procedure, an air leak was noted. Following transseptal with a non abbott rf needle and insertion of the sheath into left atria, air was aspirated into a syringe connected to the extension port of the sheath. Several aspirations were attempted which did not resolve the issue. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral and transseptal puncture was required for replacing the sheath.